Event description:
It was reported that there were episodes of ventricular tachycardia (vt) undersensing observed on the right ventricular (rv) lead. Therapy was not was delivered by the rv lead and the vt was terminated successfully with external defibrillation. The patient was hospitalized and the rv lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Corrected information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event.

Manufacturer narrative:
B5: lead was explanted.